Event description:
It was reported to boston scientific corporation in 2008, that a button replacement gastrostomy device was used during an unknown procedure performed eight days later. According to the complainant, the cap failed to close due to a leak one week after placement; the product remains placed in the patient's body. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.